Event description:
Sales rep calls to report that customer is having problems with tubing. Initially, very vague info provided by sales rep. Follow up with customer in 10/02 revealed that a pt was receiving antibiotics via reported tubing on a flo-gard 8000 pump in which the rate was reported to be 8 cc/hour. It was not known as to how long the first solution had been running, but excessive air was noted in the line of the pt during a routine check by rn. There was no air alarm on machine as nurse had caught problem, prior to alarm sounding. The tubing was changed and the second set used had the same problem happen: air was getting into the line, according to rn. The third set finally worked. It was reported that d510 fluids were running and that the antibiotic had not been started. Customer reports that at the time of this event, there were two other pts having antibiotics infused, in which the lines of their tubing was free of air. The first sample in which this happened, had been discarded. Second sample was reported to be available.